Event description:
Medtronic received information that drive/motor anomaly, keypad unresponsive/button error alarm occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version: 4.11e. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Unit passed the keypad voltage test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected drive/motor anomaly noted. Motor was tested outside device and passed. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube.